Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm and a weak battery alarm. Customer's current blood glucose reading is 146 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump received with currents in specification. No unexpected weak battery. No button error alarm. Intermittent button response due to moisture damage to keypad trace. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.